Event description:
It was reported, the patient underwent a reverse shoulder procedure on (B)(6) 2015. Postoperative x-rays confirmed correct hardware positioning. The surgeon received a call that the patient had dislocated and it was evident on x-ray that the glenosphere had disassociated from the baseplate. The patient reports no fall or incident that would have caused this result. A revision procedure was performed on (B)(6) 2016. The disassociated glenosphere was removed and the poly (liner) from the humeral side was removed. Inspection of all screw seating and peripheral bone/soft tissue was cleared with a peripheral reamer. The same 5mm lateralized concentric glenosphere was engaged and seating confirmed. The poly height was increased 3mm and a retentive liner was chosen. It was later clarified that the implanted glenosphere was found "free-floating" in the shoulder space, not attached to the baseplate at all. The baseplate was left in place; there was no issue with the baseplate. The poly liner was removed to access the glenosphere. There was no issue with the poly liner. The glenosphere was removed and a new glenosphere of the same size and part number was placed.

Manufacturer narrative:
Integra has completed their internal investigation on 4apr2016. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the review of manufacturing records found no evidence of nonconformance that could have caused or contributed to the reported event. A review of complaint records showed that since product inception in 2013, (B)(4) complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. (B)(4). (B)(4) complaints for glenosphere disassociation have been received during the first quarter of 2016. Since the severity of these complaints is serious, this represents an adverse trend. Conclusion: the root cause of this issue could not be determined, but previous investigations identified the following potential causes for the glenosphere dislocation, disassociation or loosening: insufficient impaction while seating the glenosphere during the initial surgery or failure to follow surgical technique. Patient noncompliance with post-surgical care recommendations.